Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06tas, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that her healthcare provider (hcp) dilated her last week and noted that she had to do this every once in a while because she had bladder surgery and she had scar tissue that formed around the urethra. The patient stated that the hcp had to go in and stretch and break the tissue. The patient noted that every time this happened she had to adjust her implantable neurostimulator (ins) a few times to get it regulated again. However, after the last dilation the patient had not been able to get it ¿regulated again.¿ the patient had been wearing a pad at night and could feel the ¿urine coming out of her.¿ the patient had not yet tried all of her programs and thought she would go back and do so. If all four programs did not work the patient would follow up with her hcp. Additional information was requested, but was not available as of the date of this report.